Manufacturer narrative:
It was noted that there is no other information available per hospital protocol. A supplemental report will be submitted upon completion of the investigation. Patient retained devices.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Device evaluation and results could not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient presented with dislocation so doctor removed implants and proceeded to a constrained liner. It was a left hip.

Event description:
Patient presented with dislocation, so doctor removed implants and proceeded to a constrained liner. It was a left hip.